Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip would not deploy. Block h10: investigation results visual examination of the returned device found that the clip assembly and the yoke were not returned with the device, indicating that the device had been fully deployed. It was also noted that the device returned without the over sheath. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientfic corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston "scientfic" corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not deploy. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.